Event description:
It was reported that the top of the battery compartment of the pump was chipped and damaged. There was no patient involvement. Evaluation of the returned device identified a defective downstream occlusion seal.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, functional testing also revealed a defective downstream occlusion (dso) sensor. This indicated a reportable malfunction based on the dso sensor. The dso sensor was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.